Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complication cannot be determined. The blue sureform 60 stapler reload was not returned to intuitive surgical, inc. (Isi) for evaluation. Although the complaint was not confirmed by failure analysis since the blue reload was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Isi did receive the sureform 60 stapler instrument associated with this complaint, and a failure analysis (fa) investigation was completed. Fa did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system, where it passed initialization and the recognition and engagement tests. The instrument moved intuitively, with full range of motion in all directions, and the jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully, twice. The instrument was fired with green and black sureform 60 stapler reloads. No firing failures were observed during the log review. There was no problem detected. A review of the advanced instrument log for the sureform 60 stapler instrument associated with this event was performed by an isi failure analysis engineer (fae). Per the fae, the device logs showed that the instrument was installed on the system 5 times, and it fired 5 blue reloads. On each install, the first clamp was successful, and the firings were completed, with 1 pause for compression on installs 1-3 and no pauses for compression on installs 4 and 5. The peak firing force on the fifth fire was quite high at 666 n, but it was still completed without errors. The stapler was then removed, and it was not used in the procedure again. There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. There were no errors in the system logs relating to this stapler. A review of the provided images associated with this event was performed by an isi clinical development engineer (cde). Per the cde, in the images provided, what appears to be stomach tissue, with staples embedded in the tissue going horizontally across the screen, can be seen. It is unclear if this was an existing staple line that was being crossed perpendicularly or if the embedded staples were a part of the alleged event. What appears to be red, inflamed tissue going vertically across the tissue on the screen can also be seen. There appear to be dragged staples and a clump of malformed staples at the end of the irritated tissue. Based on this image alone, they could not determine a root cause of this alleged event.

Event description:
It was reported that during a da vinci-assisted transthoracic chest anastomosis esophagectomy surgical procedure, an incomplete staple line occurred while using a sureform 60 stapler instrument loaded with a blue sureform 60 stapler reload. The stapling issue occurred on the 5th fire of the instrument, and it resulted in malformed staples and staples missing from the staple line. Holes/gaps were observed within the staple line, and they were repaired with a non-intuitive surgical, inc. (Isi) laparoscopic stapler. The surgeon was performing an oesophagogastrectomy at the time of the event, and the target tissue was the stomach. The tissue was not calcified nor exposed to any radiation or chemotherapy prior to the procedure. There was no tissue tension or tissue bunching. There was no failure to fire, no partial fire, the stapler jaws did not open or release during the firing sequence, and the reload did not deploy staples unexpectedly. Tissue was not pushed forward or dragged during the firing process. The stapling issue did not result in the reload having an exposed blade, and the reload was not stuck to tissue. There was no bleeding as a result of this issue. At the time of the event, there were no error messages displayed. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. The surgeon did not fire over an existing staple line. The customer confirmed that the instrument worked as expected prior to this event. The procedure was completed with no other reported complications.